Event description:
In 2005, the pt came in for his final ivus visit for the asteroid study. The angiogram was completed without complications. After imaging the rca with the guide catheter a dissection was noted with the rca. The dissection was tacked to the wall after placing two stents (3.5 x 25 and 3.0 x 24) leaving 0% residual and timi 3 flow. Description under comments on fax cover sheet: catheter induced dissection of coronary artery. The event is serious due to: life-threatening and in-pt hospitalization or prolongation of existing hospitalization. Outcome: not recovered/not resolved.